Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient woke up and felt okay. They went outside and while on his driveway at 11:00am, he checked his cgm and it was 109 mg/dl and going down. He went inside the house and ate fudge bars and orange juice. He planned on eating left over food and while reheating the food, he started to feel like he was losing vision, felt disoriented and his head was throbbing. Afterwards, he lost consciousness and "blacked out". He was unconscious for about 20-30 minutes. When he regained consciousness, he called his daughter in law who was out of town so he called his wife. She came home and brought him the hospital. The patient could not recall what treatment was provided to him at the hospital but had an MRI, CT scan to check for internal bleeding and had an eeg done. During the event, the patient did not check a bg reading and does not recall if one was taken at the hospital. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.